Event description:
Reporter alleged obtaining a blood glucose result when inserting a test strip into the device; however, it was prior to it being dosed with blood or control solution. It was stated the meter generated a result of 29 mg/dl when the undosed strip was inserted. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.